Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The representative found that the exams used for navigation were not performed according to medtronic imaging protocol. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that the patient could not be registered during a procedure. The surgery was completed without navigation and there was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. The device was not returned, therefore, no analysis was conducted. It was reported that the exams were not performed according to imaging protocol. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that the patient could not be registered during a procedure.